Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was not able to turn up their stimulation for a couple of weeks. Patient said they have been sick since then. Patient mentioned they were able to turn down stimulation but not turn it up and pt is in pain. Pt denied seeing any error screens. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord and reinserting battery; patient confirmed controller powers on and saw no device found. Patient then connected recharger and confirmed recharging excellent, controller 50% and implant is red/low. Patient was unable to increase stim as battery was too low. Agent recommended pt charge implant about 30% and then try to turn stim on and call pats back if they are still having trouble. Additional information was received from the patient. The patient reiterated she cannot increase stim. Patient states the controller is not acting right. Patient service specialist asked what she is seeing on the controller and she said settings not available, cannot provide your desired intensity. Patient mentioned she called before and was told to turn stim off and back on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.